Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The pump was in auto mode at the time of the incident. The customer was at 600 mg/dl at the time of the call, and 323 at some point during the incident. The customer was given intravenous dextrose to treat the low and used manual injections to treat for the current high. The customer was wearing the insulin pump during the incident. The customer stated that the pump was not working and was under delivering due to its inability to bring down their blood glucose levels. The customer went as low as 20 mg/dl due to issues with the reservoir. The customer believes that when they filled up the reservoir and locked it in place, they were using the smaller reservoir and had insulin shooting out. Troubleshooting was not completed as the customer declined. The reservoir will not be returned for analysis.